Event description:
Patient who had a right metal-on-metal total hip arthroplasty in (B)(6) 2011 at an outside institution, stated that two weeks later, he began having redness and discharge from his wound. He stated that he presented to his orthopedic surgeon who swabbed his wound but did not aspirate his joint, and isolated 3 different varieties of bacteria. He underwent an incision, irrigation, and debridement of his right total hip arthroplasty without hardware removal. He had a drain in place for 2 days. He received rocephin IV antibiotic treatment for 8 weeks via a PICC line. He has since been on chronic bactrim suppression. He stated that his hip has never felt well and has had pain since his initial operation. He stated that the degree of pain varies and that his pain has increased over the past five days. He presented to his original outside hospital at which time he was admitted and given 3 doses of vancomycin. He stated that he has had five hospital admissions since his initial total hip replacement. He also stated that he has chronic pain in a number of joints. He reported that he has intermittent fevers which have required these multiple hospital admissions. However, last night, his maximum temperature was 99.1f. Additionally, he is complaining of a red stripe down his back which he stated "just popped up." He walks with a cane.